Event description:
It was reported that oversensing and high shock impedance were noted on this lead. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2023 and (B)(6) 2024 recorded an initial slightly fluctuating shock impedance between 60 ohms and 75 ohms with a sudden increase to greater than 150 ohms in (B)(6) 2024. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing. The provided x-ray image was analyzed and shows three active leads and two inactive leads in several windings in the pocket area. An interaction of the leads and the generator housing in the pocket area cannot be ruled out. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.